Manufacturer narrative:
H6; code 400: yielded jaws. Results of evaluation: conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that on one of the returned instruments, the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. The second instrument was returned with the former plate bent. It could not be determined as to how or where the damage to the instrument occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
The devices were during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.